Event description:
It was reported the patient (B)(6) experienced ineffective stimulation. During surgical intervention, it was noted the lead was not all the way inside the ipg header. Additionally, there was corrosion noted along the insertion handle of the lead electrodes. The physician cleaned the lead and re-inserted it into the ipg header, at which time effective stimulation was restored. The implant date for the concomitant ipg, model 3688, is unknown at this time.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.